Event description:
The customer stated that he was hospitalized after being in a car accident caused by low blood glucose levels. The customer stated that he changed the infusion set the night prior to the accident. The last bolus given was also the night prior to the event. The customer also stated that the reservoir volume did not match with the amount of insulin in the reservoir. The customer felt that the low blood glucose levels were caused by the infusion set being worn at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.